Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: visual analysis of the returned catheter revealed reddish material inside and a hole in the pebax on the thermocool smarttouch catheter. Carto test was performed, in accordance with bwi procedures. The returned sample was connected to carto3 system and the magnetic values were observed within specifications. A manufacturing record evaluation was performed for the finished device 30438470m number, and no internal action was found during the review. The evaluation determined that the cause of pebax damage failure cannot be established. The event described error 402 issue was unable to duplicate during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified reddish material in the pebax and a hole on its surface. During the procedure, after pvi and in the midst of svc mapping an error 402 occurred. The cable was changed but the issue continued. The smarttouch catheter was replaced and the issue resolved. The procedure was completed without issue. No patient consequences were reported. The sensing error is not MDR-reportable. The hole on the pebax is MDR-reportable.